Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 167 and 145 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl and expected pm fasting blood glucose test result is <140 mg/dl.. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/16/2024 and open vial date is a month ago. The meter memory was reviewed for previous test result history (date not set): result 1: 145 mg/dl date: 07/19 time: 9:34am fasting (B)(6) 2024 result 2: 167 mg/dl date: 07/19 time: 9:33am fasting (B)(6) 2024 result 3: 125 mg/dl date: 07/18 time: 2:40pm non fasting (B)(6) 2024 result 4: 117 mg/dl date: 07/17 time: 3:34pm non-fasting (B)(6) 2024 result 5: 124 mg/dl date: 07/14 time: 8:54pm fasting (B)(6) 2024

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.